Manufacturer narrative:
Lot #: the reported lot r22105109 is not recognized by the system. Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leak from the joint of the tubing to the male luer of a continu-flo solution set. The issue was identified during patient infusion with remicade. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction d4: update to lot #, UDI #, expiration date (omitted on initial). D4: expiration date: replace ni with n/a. The actual device was not available; however, a companion sample was received for evaluation. A visual inspection was performed to the sample using the naked eye. All components were correctly placed and according to specifications. No defect was observed that could generate the reported condition. Functional tests which include pressure test and clear passage under water tests were performed and the results were satisfactory. The reported condition was not verified. The companion sample was conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.